Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a potential reportable event occurred. Data was provided for evaluation. The reported issue was undetermined. Data investigation found that devices clock time was adjusted at the time of issue. The probable cause could not be determined. No additional event or patient information is available.